Event description:
It was reported that one pin from the 8731sc catheter kit was broken out of box. The catheter was returned for analysis. There was no patient injury.

Manufacturer narrative:
Catheter: model: 8731sc, (B)(4), implanted: 2009-(B)(6), explanted: unk. Per analysis findings only the pin connector was returned, and it was broken into 2 pieces.